Event description:
The dm liner and cocr head were replaced after placement when an x-ray of the primary implants showed a leg length discrepancy. New primary implants (head and liner) were used producing a better result. We were informed on (B)(6) 2012.

Manufacturer narrative:
Document review: versafitcup double mobility pe acetabular liner - (B)(4) / lot 114613 ((B)(4) liners produced). All parameters were found to be in accordance with the specs valid at the time of mfg, included washing and sterilization cycles. Twenty-nine inserts belonging to this lot have been already implanted and no incidents have been reported up to now. Cocr femoral heads - (B)(4) / lot 120189 ((B)(4) heads produced). All parameters were found to be in accordance with the specs valid at the time of mfg, included washing and sterilization cycles. Forty two heads belonging to this lot have been reported up to now. From the data collected, the problem occurred in highly likely due to a surgical mistake.